Event description:
It was reported that the user¿s ilet pump failed to pair with a dexcom g7 sensor, which resulted in the system entering blood glucose run mode while the pump displayed ¿pairing with sensor.¿ symptoms included interruption of automated dosing. Outcomes included a temporary stop or reduction in dosing until cgm pairing could be restored. Investigation included phone-based troubleshooting and education, including instructing the user to toggle the pump cgm setting from g7 to g6 and back to g7, re-enter the sensor code, and attempt pairing again. Investigation of this case revealed a pairing failure between the pump and the g7 sensor consistent with communication or setup issues. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or connectivity-related.